Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was reported to abbott. The device was no returned for analysis; however, device records were reviewed by an abbott software engineer who confirmed, based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity. The ble was reset on the device to resolve the event.

Event description:
During a remote follow-up, the device was unable to communicate via bluetooth telemetry. Technical support was contacted and a device reset was performed to resolve the event. The patient was in stable condition.